Manufacturer narrative:
Analysis found no significant anomaly with both 977a275 leads (serial number (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the reason for the study exit on (B)(6) 2017 was because all of the manufacturer products were inactive.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97791, product type: accessory. Product ID 97791, product type: accessory. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding the patient. A clinical diagnosis of pain at the lead site and tunneling tract was reported. The patient reported severe pain at the lead site and tunneling tract. On (B)(6) 2016, the patient was started on a muscle relaxant and was instructed to "desensitize" the area. Trigger point injections were also administered on (B)(6) 2016. On (B)(6) 2017, the patient described that the new neck pain was severe and reported that she had not achieved pain relief since implant. The ins was reprogrammed at this visit and the patient was provided with the instructions on how to power the device off, which she did at this visit. The patient's therapy was suspended on (B)(6) 2017. On (B)(6) 2017, the patient reported the pain had worsened since implant and the patient was scheduled for a pre-operative visit with the doctor. On (B)(6) 2017, the patient reported excruciating pain of the left side of her face and ears. The patient was scheduled for system explant secondary to significant scar tissue causing uncontrolled pain. The entire system was explanted (and not replaced) on (B)(6) 2017. The event was unresolved at the time of study exit/death/study closure. The event was assessed as related to the implant procedure. The lead/extension tract was specified. The event was not related to the device or therapy; a device diagnosis was not applicable.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that after a lead revision they no longer had relief in their eye and had excruciating pain where the lead wires were located. The device was implanted for the patient¿s eye. The patient was considering having the device explanted. The patient was implanted for non-malignant pain. The products were received from a manufacturer's representative and it was stated that the manufacturer's representative was unaware of any complaints with the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.